Event description:
On (B)(6)2025, fujifilm healthcare americas corporation was informed of an event involving with paddle of dr 3500 w 24x30 USA e. It was reported when the patient was under compression, the site couldn't get them out of compression because paddle was locked. This happened a second time, so they believe there is an issue. This report is being submitted due to potential patient safety issue.

Manufacturer narrative:
Ref comp # (B)(4). During the investigation the magnification stand was adjusted, and the full functionality of the system was checked. No issues were found during the inspections. The system was thoroughly tested, and all components were confirmed to be functioning as expected.